Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
The patient experienced ventricular arrhythmia on day 2 and atrial fibrillation on day 4 following the CABG+tmr procedure.

Manufacturer narrative:
The patient experienced ventricular arrhythmia on day 2 and atrial fibrillation on day 4 following the CABG+tmr procedure. The patient was angina-free at 30 days. According to documentation, all available records she the handpiece was correctly assembled from approved components and were inspected to specifications. Atrial fibrillation is a common early adverse event after coronary artery bypass graft procedures with our without adjunctive tmr. In addition, transient dysrhythmia, both ventricular and supraventricular, are known to occur following a tmr procedure. Adequate precautions and warnings are present in the products instructions for use.

Event description:
The patient experienced ventricular arrhythmia on day 2 and atrial fibrillation on day 4 following the CABG+tmr procedure.